Event description:
It was reported that the right ventricular (rv) lead has high impedance in the defibrillator coil with spurious jump in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.